Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One do not use-certain® zireal® post 4.1(d) x 5(p) x 4(h) w/zireal® hexed screws (icap454) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing was not performed since the product was not returned. No pre-existing conditions were reported. The reported devices had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (icap454) was performed for similar events and no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified as the product was unreturned. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "yes" to "no"; h6: entered evaluation codes; h10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that crown was mobile. It was discovered her zirconia abutment had fractured off of the metal substructure. The is no information on how the fracture occurred. Tooth location unknown. The implant was a certain 413 implant and abutment is believed to be an icap454 which has been discontinued.